Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that on a week earlier, she tested her blood glucose, and the meter powered off after applying the blood. She went into the memory mode and saw results of 194 and 196. The pt thought these results were correct, so she took her humalog insulin, 97 units. She reported that after taking the insulin, she was sweating and felt weak. She had something to eat based on the symptoms. The pt denied receiving medical treatment. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the meter issue was not confirmed, the pt alleged that she took insulin based on her meter readings and subsequently became hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.